Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-01324. Concomitant medical products: articular surface, item#: 00596204210, lot#: unknown psn rev fem cmt ccr pls sz 11l, item#: 42504607011, lot#: 65227463. Psn rev 3mm offset stem ext 13x135mm, item#: 42560313513, lot#: 64982135. Psn rev fem distal aug sz11 5mm, item#: 42556607005, lot#: 64728946. Psn rev fem post aug sz 11 5mm, item#: 42556807005, lot#: 64679995. Psn rev tib fixed keel cmt sz g l, item#: 42542007901, lot#: 64898045. Psn rev tapered smooth stem ext 14x75mm, item#: 42560007514, lot#: 65265582. Psn asf ps 10mm ve l 10-12 gh, item#: 42512401010, lot#: 64301935. 3.5mm hex headed screw, item#: 00590103527, lot#: 64797672. 3.5x48mm hex headed screw, item#: 00590103548, lot#: 64879924. Headless trocar drill pin75mm, item#: 00590102000, lot#: 65245616. Bactisure wound lavage ww, item#: 00888700200, lot#: q2102360. Stemmed tibial component precoat size 6, item#: 00598004702, lot#: unknown. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to instability. There is no additional information available.